Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service. A break in the is-1 plug at the connector was found. A new rate sensing lead was implanted.